Event description:
A recall for this issue was initiated on (B)(6) 2015. While the machine was raised, there was a 'pop' noise and the machine struck the patient. According to the office the patient has been contacted a couple of times and reiterated that he is doing fine.

Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).